Manufacturer narrative:
Date of event: used first date of bsc aware date. (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was both contrast and blood in the inflation lumen. There was blood in the guidewire lumen and contrast in the balloon. The balloon was loosely folded and had tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located at the distal markerband. There was no markerband damage detected. The device failed to inflate to rated burst pressure. Product analysis confirmed there was an issue with the returned device as there was a pinhole in the balloon, kinks, and tip damage.

Event description:
Reportable based on device analysis completed on 29apr2021. A 3.50mm x 12mm nc emerge balloon catheter was received with no issues reported. However, returned device analysis revealed a balloon pinhole.